Event description:
It was reported one day after implant, the patient experienced pneumothorax and a chest tube was required. It was noted that the pneumothorax was resolved, the chest tube was discontinued and patient was discharged in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.